Event description:
The customer reported that the circuit breaker was being tripped after shutting down the system which would prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.